Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a shock from the device. The patient was in the shower when the event occurred. The patient jaw clenched causing damage to his teeth. Remote transmission revealed that therapy was delivered for atrial fibrillation with rapid ventricular response. Most events were appropriate. However, based on morphology the device did deliver a charge. Detection intervals were also increased. Programming changes were made and the physician restarted the patient with medication. No other complications to the patient were reported.